Manufacturer narrative:
Frozen screen or date/time anomaly was not noted as pump is functioning and passed self-test. However, inspected electronic assemblies and found moisture damage to motor assembly, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed moisture damage to pcb1 board, pcb2 board, and motor assembly. However, frozen screen and date/time anomaly was not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump's screen was frozen after water got inside it. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially done and found that the insulin pump did not pass the self-test. The customer also reported the screen was frozen and the time clock did not advance. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.